Manufacturer narrative:
He pump was returned with allegations of motor stalls and recoveries. There was also an allegation that the pump had felt hot. During non-destructive testing of the pump, there was no increase in temperature observed. The pump passed all non-destructive testing, and there was no indication of a fault capable of generating heat.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was on his third pump as the first two pumps had ¿died.¿ no symptoms or further information was reported. Refer to manufacturer¿s report #3004209178-2016-19800 for event pertaining to the second pump.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no significant anomalies. There was wear of the motor o-ring.

Event description:
Information was received from a consumer and representative regarding a patient receiving intrathecal clonidine 148 mcg/ml at 46.69 mcg/day and dilaudid 10 mg/ml at 3.150 mg/day. The concentrations were unknown. The patient was programmed to received 3.94 mcg per clonidine bolus and 0.266 mg per dilaudid bolus. The patient stated they "did not feel right" on the morning of (B)(6) 2016. They tried the personal therapy manager (ptm), and it worked. The pump reportedly "got really hot under their skin". At the time of the report on (B)(6) 2016, the patient's ptm displayed code 8476 which was indicative of a motor stall. The patient heard the alarm as well. The patient felt shaky, and their legs were wobbly. They had just called their healthcare provider (hcp), and they were going to call them again. Interrogation of the pump revealed a motor stall on (B)(6) 2016, another stall on (B)(6) 2016, and two stalls on (B)(6) 2016. The patient stated they were working on a table top computer when the stalls occurred. There was a 9 minute stall and recovery; then almost an hour, and the stalls became progressively longer before recoveries occurred. It was further stated that the first stall on (B)(6) 2016 recovered after 58 minutes, and the second stall recovered after 5 minutes. The patient had had an ultrasound, but no mris or other procedures were noted. The patient felt the pump get hot on (B)(6) 2016, and the skin around the pump was hot to the touch per the patient. The pump was replaced on the morning of (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced a motor stall/delivery failure/pump failure resulting in injuries of pain, paralysis, and surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting the patient felt heat being emitted from the pump and it was determined that the pump stalled several times, day before the surgery. Further more, the patient felt their heart rate increased due to the device stalling and received an error code on the personal therapy manager, ptm, signifying significant dysfunction of the pump. The pump was interrogated and indicated the pump had stalled several times on (B)(6)2016 and it stalled for a 1-hour period on the date the pump was interrogated. It was noted the patient's pain was adequately controlled until the pump alarm occurred. It was noted the pump was hot. Due to the several and prolonged motor stall, the patient was notified of the risks such as discontinuation of opioid therapy that could result in withdrawal symptoms as well as life-threatening symptoms that could result in death as well as significant hospitalization and also significant functional limitations and severe pain. Treatment options were discussed and it was determined that an urgent pump replacement is necessary. The patient's pump was replaced on (B)(6)2017 with no complications. It was ruled that the pump was defective, which resulted in motor stalling for prolonged period of time.